Event description:
It was reported that the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis.